Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. During percutaneous transluminal angioplasty in the arteriovenous fistula, a 7.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.